Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). The trial patient reported they contacted the manufacturer¿s representative because they were ¿concerned¿ but did not go into further detail. On (B)(6) 2017, the trial patient reported that they were getting an implant done on monday but that the doctor would be moving the leads since they were not in the correct location. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issues. Follow up information received the following day reported that they patient again mentioned the lead was not in the right spot and that the doctor was going to move it. There were no further complications reported or anticipated.